Manufacturer narrative:
This is an initial report. An investigation is in process. A final report wil be submitted when the investigation is complete.

Event description:
The customer states, that three laboratory employees complained of throat and nasal membrane inflammation due to the back-up of waste from the architect i2000sr analyzer. The customer states, that the waste pump was off and therefore did not drain the waste correctly. There is no further information on the employees involved. There is no impact to patient management reported.